Event description:
Purchased the willow 3.0 breast pump from willow innovations, inc. Within 2 weeks of purchase the pumps were losing functionality. Customer service tried to provide other tips of use before replacing only one part, which did not solve the issues. The malfunctions are hurting my milk supply and I exclusively pump for my newborn. They are refusing to refund my money. I have also complained to them that the product is falsely advertised as being spill proof and able to pump in any position. I cannot bend over without losing milk from the pump containers.